Event description:
Boston scientific received information that approximately five months after implant, the patient with this right ventricular (rv) lead presented with bradycardia pauses of about 2.08 seconds. This lead was noted to have high out of range pacing impedance and no capture at maximum output. A revision procedure was performed, but this lead could not be repositioned due to poor sensing and capture thresholds. This lead was capped and surgically abandoned, and a new rv lead was implanted. Proper function was observed with the new lead. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.